Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the indicator wire of a 7f exoseal vascular closure device (vcd) was not deployed/showing when the device was removed. Additionally, the plug did not separate from the device. The deployment button was fully pressed and flushed with the handle. Manual compression was used. No patient harm was reported. The device was stored and prepped according to instructions for use (IFU). The physician is certified on exoseal. No device/packaging damage was noted. Angiography confirmed a suitable femoral artery (=5mm) and a 30¿45° insertion angle, with no significant calcification, plaque, stent, or >50% stenosis. There was no pre-existing hematoma, av fistula, or pseudoaneurysm. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The interventional procedure was performed retrograde. An unknown 7f cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not change color. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed/showing. The device was not attempted to be deployed outside the patient¿s body. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufacturing position, and the indicator wire was found deployed. A cordis sheath was returned inserted on the received unit. The indicator window was in the black/white position. During this visual analysis, a kinked portion of the delivery shaft was observed, located 5 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The result was found to be within specification. The measurement was taken with a calibrated micrometer. Per functional analysis, the functional deployment simulation evaluation could not be performed, as the kinked portion of the delivery shaft compromised the plug delivery mechanism. The black/black indicator window position was achieved by manually pulling the indicator wire; however, after depressing the deployment lever, the plug was not deployed and the indicator wire was not retracted, achieving only the expected change in the indicator window to the black/white and red position. Per microscopic analysis, a high magnification evaluation was performed to assess the internal mechanism of the device. During this analysis, no impediments or damages to the internal assembly configuration were observed. The reported event of ¿indicator wire-deployment difficulty-unable¿ was not observed through analysis of the returned device since the device was received with the indicator wire fully deployed. However, the device was received with a kinked delivery shaft, which led to the event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ during functional analysis of the product since the plug could not be deployed. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the indicator wire not deploying since the device was received with the wire fully deployed. However, it was also reported that the deployment lever was fully depressed while the received device had no depression of the deployment lever; therefore, it is possible that the received device does not match the description reported of the device. In regard to the received kinked/bent condition of the delivery shaft, procedural/handling factors of the device most likely contributed to the condition, and this could possibly have contributed to an issue during functionality of the device during use. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ additionally, the IFU instructs, ¿while still holding the exoseal vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal vcd from the vascular sheath introducer once it has been locked into position.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) was not deployed/showing when the device was removed. Additionally, a second 7f exoseal vascular closure device (vcd) was used and, the plug did not separate from the device. The deployment button was fully pressed and flushed with the handle. Manual compression was used. No patient harm was reported. The device was stored and prepped according to instructions for use (IFU). The physician is certified on exoseal. No device/packaging damage was noted. Angiography confirmed a suitable femoral artery (=5mm) and a 30¿45° insertion angle, with no significant calcification, plaque, stent, or >50% stenosis. There was no pre-existing hematoma, av fistula, or pseudoaneurysm. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The interventional procedure was performed retrograde. An unknown 7f cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not change color. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was not deployed/showing. The device was not attempted to be deployed outside the patient¿s body. Other procedural details were requested but were not provided. The device will be returned for evaluation.